Event description:
The customer contact reported the patient received less IV fluid than intended. On an unspecified date and time, the pump was programmed to deliver normal saline, at a rate of 250ml/hr, with a volume to be infused (vtbi) of 1000ml, and delivery was started. On (B)(6) 2011 at an unspecified time, the pump alarmed vtbi complete; however, the nurse reported that 200ml of solution was remaining in the IV bag. It was reported the pump was reprogrammed to deliver the remaining 200ml of normal saline at an unspecified rate. The customer contact indicated that after the delivery was complete, the pump was removed from clinical service.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known y the reporter upon query by hospira personnel.